Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received an alert for intermittent low, out of range pacing lead impedance. The patient was in good condition. Insulation damage was suspected. Lead replacement was suggested.